Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 455 mg/dl during the time of call. The customer stated that she was assisted with the no delivery alarm. The customer stated that she stopped the no delivery because she changed her set. The customer's blood glucose was 299 mg/dl when the alarm occurred. The customer was not able to troubleshoot during the time of call. The customer was advised to return the reservoir and infusion set.